Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was logged in the pump history. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.